Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. When the farawave catheter was inserted into the sheath and aspiration was performed through the 3-way stopcock a quantity of air was introduced into the sheath. The sheath was replaced, and the procedure was completed with no patient complications. The device is expected to be returned for analysis.